Event description:
It was reported that the balloon ruptured and a vessel dissection occurred. The target lesion was located in the left circumflex-obtuse marginal artery. After pre-dilation with a 2.00 mm non-compliant balloon, a 2.25 x 30 mm agent was advanced and ruptured upon deployment. The vessel was dissected and a 2.25 x 30 mm stent was deployed to complete the procedure. No further patient complications reported.

Manufacturer narrative:
D4: unique identifier (UDI) #: corrected UDI number.

Event description:
It was reported that the balloon ruptured and a vessel dissection occurred. The target lesion was located in the left circumflex-obtuse marginal artery. After pre-dilation with a 2.00 mm non-compliant balloon, a 2.25 x 30 mm agent was advanced and ruptured upon deployment. The vessel was dissected and a 2.25 x 30 mm stent was deployed to complete the procedure. No further patient complications reported.